Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 440 mg/dl and took 20 unit of insulin and blood glucose level was over 600 mg/dl at time of incident. Customer stated that they called health care professional and by that point they had already taken 80 units of insulin and they told to take off the insulin pump and manually inject. Customer stated that they feel okay to troubleshooting for high blood glucose. Customer would not like to continue troubleshooting for sensor. Customer did not receive a sensor updating value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The devices will not be returned for analysis.